Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the tube was noisy and the system would shut itself off. This error will prevent the system from performing fluoroscopy. There is no report of death or serious injury associated with the complaint.